Manufacturer narrative:
Follow-up #2: date of submission 05/11/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2017 with the following findings: a review of the pump histories showed that the last basal delivery was on (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was powered on and alarmed with a cs 078 alarm upon the first rewind. Further testing was unable to be performed and to adequately investigate reported inaccurate bolus calculation due to the unrelated recurring alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that there seemed to be an issue with the bolus calculation. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Brand name: animus vibe. Common device name: animus vibe insulin pump. PMA/510 (k) #: (B)(4).